Manufacturer narrative:
The legal manufacturer was unable to perform a review of the device history records for this device as the device was manufacturer in 1998. The investigation was completed by the legal manufacturer and determined the root cause of the reported malfunction (power inlet got hot/chard; a/c inlet sparked due to the damage of the a/c inlet) is potentially due to the user¿s handling or the deterioration of the device. The user¿s handling e.g. Applied physical impact (dropping/hitting with hard material) or connected with excessive force, may be the cause of the damage. Otherwise the long-term repeated use for over 22 years from manufacture is surmised to be the cause of the damage. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The evaluation confirmed the ac inlet at the rear of the unit was damaged/burned and broken into pieces. Additionally, the plastic cap on power switch is torn off; the air pump &air joint unit were worn out; the scope connector socket is worn out; the air tube is deformed/bent; the rear panel is deformed & burned and the suction force of all feet is weak. The unit is pending repair. The unit was sold on (B)(6) 1998 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, during reprocessing there was sparking/burning /smoke present at the ac inlet/ac power cord of the leak tester/maintenance unit. The ac inlet/ac power cord is charred, discolored and melted. No patient involvement or user harm was reported. The unit will be sent for repair.